Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy- partial on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for pain, bleeding, breakage, bladder/urinary problem,migraine, headaches, nausea, and weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and embedded device ('migration of essure device location of device: uterus') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, anemia, cervix enlargement, uterine leiomyoma and uterine enlargement. Current weight 238 lbs. Concurrent conditions included dysfunctional uterine bleeding, clot blood, abdominal cramps, chronic salpingitis and oophoritis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), cystitis ("bladder infection"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vagina pain"). In december 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("partial expulsion"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (essure removed by hysterectomy- partial on (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device expulsion, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea, weight increased, vaginal haemorrhage, cystitis, dysmenorrhoea, abdominal pain upper and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient had received treatment for pain, bleeding, breakage, bladder/urinary problem,migraine, headaches, nausea, and weight gain. Current weight 238 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified). Result - bilateral occlusion. Pathology test - on (B)(6) 2019: uterus and bilateral fallopian tubes: - adenomyosis - benign secretory endometrium. - benign fallopian tubes and cervix. Ultrasound pelvis - on (B)(6) 2016: enlarged uterus, a new finding compared to prior ultrasound of september 2016. Right essure coil appears to be displaced into the uterus normal color and spectral doppler flow within both ovaries. Result notes for us pelvis complete (nonobstetric) us results ok per dr (B)(6), can discuss ablation per dr. (B)(6) at pt's next appt (B)(6)2016; on (B)(6) 2018: dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: abnormal bleeding (vaginal), bladder infection, migration of essure device location of device: uterus, dysmenorrhea (cramping), stomach pain, vagina pain, partial expulsion. Event onset date, patient history and lab data were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy- partial on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient had received treatment for pain, bleeding, breakage, bladder/urinary problem,migraine, headaches, nausea, and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test (unspecified). Result bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event injury nos replaced with event breakage, general abnormal bleeding, dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, uti, vaginal infection, vaginal discharge, migraine, headaches, nausea and weight gain. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.